Manufacturer narrative:
The patient¿s meter was returned for investigation. Upon investigation of the returned meter, an improperly contacting conductive rubber was detected. The cause of the improperly contacting conductive rubber was battery leakage on the printed circuit board.

Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The initial reporter complained of missing segments from the display of the coaguchek xs meter which could impact the interpretation of the results. The customer had been troubleshooting his meter. When setting the time and date the numbers appeared dim, numbers were missing from the time, and segments were missing from the "888". There was no allegation of an adverse event. The suspect device was requested to be returned for investigation.